Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer called to complain, the cs300 intra-aortic balloon pump (iabp) motor is producing abnormal sound when switched on. There was no patient involvement.

Manufacturer narrative:
Upon checking by vitaltech services, pump was producing an abnormal sound and pumping on demo of iab catheter was irregular. Then the motor compressor is being checked which was under the ok condition. Actually, a loaner motor controller pcb was installed into the cs300 iabp and pumping is back to normal because the motor controller pcb was found to be faulty. There was not any involvement of the patient during this incident. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part motor controller into the cs300 test fixture and tested the motor controller to factory specifications per the cs300 service manual. The fat proceeded to boot up the unit in the clinical mode to allow the cs300 to pump. After running for an extended time, the fat did not observe irregular pumping from the cs300 and the fat did not hear an abnormal noise coming from the pump. The motor controller board passed testing.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.